Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for eval.

Event description:
The customer reported leakage from the smartsite y connection during a dextros 10% infusion. The customer provided a video/photograph of the leakage. There was no report of pt harm or medical intervention. No additional pt or event details were provided by the customer.